Manufacturer narrative:
(B)(4). Date sent: 1/11/2024. D4: batch # 467c67. Investigation summary the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with joint cover damaged and with no reload present. The device was returned with a non-working firing mechanism. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, evidence of corrosion was noted on the motor. No functional testing could be performed due to the returned condition of the motor. Additionally, photo was provided and it showed a psee45a device, no apparent damaged could be noted through the photo. One possible cause for damaged motor may be exposure of cleaning solutions. Please reference the instruction for use for more information. The damage on the joint cover, it is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch number 467c67, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during the unk surgery, could not fire farther after fired a little. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.